Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a teleflex sales representative: "balloon was inserted into patient and didn't fully open during inflation. I was told only the bottom half of the balloon inflated." As a result, a new balloon was inserted at the same insertion site. There was no report of patient complications, serious injury or death. Patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
As reported by a teleflex sales representative: "balloon was inserted into patient and didn't fully open during inflation. I was told only the bottom half of the balloon inflated." As a result, a new balloon was inserted at the same insertion site. There was no report of patient complications, serious injury or death. Patient condition is reported as "fine".